Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose levels of 200-300 (mg/dl). Correction boluses were administered to address bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.